Event description:
It was reported that the customer's pump screen was dark and wouldn¿t turn on, indicating a potential malfunction. The customer's blood glucose levels varied widely between 54-500mg/dl, which encompasses both hypoglycemic and hyperglycemic ranges. Cts decided to replace the pump and confirmed shipping details with the customer. Although the customer did not have a backup insulin delivery method available, they plan to consult a healthcare professional. Cts instructed the customer on how to enable storage mode on the pump and return it using a pre-paid label within 10 days.